Event description:
It was reported that this newly implantable pacemaker alerted for atrial intrinsic amplitude out of range on the right atrial (ra) lead at 0.4mv (millivolts). The presenting electrogram (egm) shows undersensing on the atrial channel and sensitivity is programmed to nominal automatic gain control (agc) at 0.15mv (millivolts). The lead measurements are stable, and the battery longevity status is normal. At this time, the device remains in-service. No adverse patient effects were reported.